Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 pump states, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (478 mg/dl). Reportedly, the pump time and date were inaccurate. Customer reported that the pump time and date were recently adjusted, and customer believes the time and date were incorrectly changed. Customer stated they believe the inaccurate time and date contributed to elevated bg's. Tandem technical support guided the customer through adjusting the pump time and date. Customer administered a manual injection to address elevated bg levels.